Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: service and repair history: the previous service event for part number 321.133 with lot number(s) 7629900-06 has been reviewed. The customer called in a service request for this item on 15-dec-2020 for failed calibration. The item was previously returned for service on 8-dec-2017 due to recalibrate - tested high. The previous service condition of recalibrate - tested high is relevant to the current complained issue of failed calibration. The manufacture date of this item is 17-jun-2014. The service history review is confirmed. Service and repair evaluation: (B)(6) 2020: updated event description: it was reported that on december 15, 2020, during testing at service and repair, a torque limiting handle/quick release-6mm hex coupling failed in calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot a shr was performed on the serviceable device and it was found that the device was manufactured on 17-jun-2014. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during testing at service and repair, a torque limiting handle/quick release-6mm hex coupling failed in calibration. There was no patient involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).